Manufacturer narrative:
Additional devices included on this report are as follows: item #: rlt311413/lot #: 20693347/ UDI #: (B)(4). Attempts were made to obtain the device lot number, and the lot number was unable to be obtained. No device history record review was able to be completed. As the device was discarded, and no evaluation of the device could be performed, cause was unable to be established. According to the gore® dryseal flex introducer sheath instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to, vascular trauma such as dissection. Furthermore, the gore® dryseal flex introducer sheath IFU states that careful evaluation of vessel size, tortuosity, and disease state is required to ensure successful sheath introduction and subsequent withdrawal. If the vessel is not adequate for access, vessel damage may result. If vessel size is smaller than the nominal body od, major bleeding, vessel damage, or serious injury to the patient may result.

Event description:
On (B)(6) 2020 the patient underwent endovascular repair of a proximal type I endoleak located on the trunk-ipsilateral leg component of a previously implanted gore® excluder® aaa system. A gore® excluder® aaa aortic extender component was implanted, along with a cordis palmaz 4010 stent. Reportedly the endoleak was resolved. The procedure was completed, and as the patient was leaving the operating room it was noted that there was no pulse present on the patient's right side. The patient was taken back to the operating room, and a dissection of the patient's right external iliac artery was discovered. A secondary intervention was performed to treat the dissection. Cause of the dissection was reportedly unknown. Tortuosity of the patient's access vessels was noted. The diameter of the patient's right external iliac artery was reportedly unavailable, but it was reported that the artery was large enough to handle the 18fr. Sheath with no reported issues. The ipsilateral limb of the previously implanted gore® excluder® aaa trunk-ipsilateral leg component was located on the patient's right side. A bare metal stent was implanted in the patient's right external iliac artery down to the level of the patient's right common femoral artery to treat the dissection. The patient tolerated the procedure.